Event description:
Pt reported back to back test readings obtained on pt's ss meter were hi and 180 mg/dl (94% difference). Pt reportedly did not use separate finger sticks. No symptoms were reported. Lfs representative reviewed qc procedures with pt. The meter was replaced. There was no allegation of harm.